Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coil had punctured my uterus and was poking out not perforated my fallopian tube') and pelvic pain pelvic pain, lavh scheduled on (B)(6). In a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("I'm supposed to have mine removed due to poly cystic ovary syndrome."), adnexa uteri pain ("I have cysts every now and then causing pain") and menstrual disorder ("period issues") and underwent endometrial ablation ("ablation complications"). The patient was treated with surgery (lavh to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, polycystic ovaries, adnexa uteri pain, endometrial ablation and menstrual disorder outcome was unknown. The reporter considered adnexa uteri pain, endometrial ablation, menstrual disorder, pelvic pain, polycystic ovaries and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: polycystic ovaries and adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: reporters were added. Uterine perforation was added as a event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, lavh scheduled on (B)(6)') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("I'm supposed to have mine removed due to poly cystic ovary syndrome."), adnexa uteri pain ("I have cysts every now and then causing pain") and menstrual disorder ("period issues") and underwent endometrial ablation ("ablation complications"). The patient was treated with surgery (lavh to remove essure). Essure was removed. At the time of the report, the pelvic pain, polycystic ovaries, adnexa uteri pain, endometrial ablation and menstrual disorder outcome was unknown. The reporter considered adnexa uteri pain, endometrial ablation, menstrual disorder, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: polycystic ovaries and adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reported information was added. The age of the patient was updated. Events added: endometrial ablation, pelvic pain, and menstrual disorders. Pelvic pain was marked medically significant and intervention required (scheduled medical device removal). Mir information was updated for annex f and c. Device removal was marked yes. Device n/s incident was deleted from the references in additional information tab. Information about the new reported was added as per the source document. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.